Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient started experiencing numbness in the right leg shortly after implant. The cause of the issue could not be confirmed and the patient is looking to have the device removed. It was noted that the patient has been using the device since implant with effective pain relief.

Event description:
Follow-up indicated that the patient did not have their device removed. Their healthcare provider did not believe the leg issues were related to the device. The patient continues to use their device to find effective pain relief.